Manufacturer narrative:
Concomitant medical products: c4tr01, crt-p, implanted: (B)(6) 2015. 419688, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and hyperkalemia. It was also reported that the right ventricular (rv) lead exhibited oversensing of premature ventricular contractions (pvc). The lead remains in use. No further patient complications have been reported as a result of this event.